Event description:
Went to the ER for severe pelvic pain, tenderness and swelling. Also had abdominal tenderness. Went in with low body temperature, chills, shakes, clamminess. Went through pelvic exam, 2 hours of ultrasounds to find an unk mass on my pelvic wall near my uterus. Also accompanied by pelvic fluid. I have been experiencing worsening of pain over the past few weeks and called to make an appointment with an ob/gyn to remove my fallopian tubes where essure was placed. I booked my appointment a few days ago before my ER visit occurred. Appointment booked for (B)(6). ER physician could only speculate the cause but I told him I've had issues with pain, cramping, ovarian pain, body aches, back pain, pelvic pain, bloating, many utis, gall stones, pain during sex, weight issues, chronic fatigue since implantation in (B)(6) 2005. Before then I had not one single issue. Conceptus.